Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the jaws of the force bipolar instrument were hard to open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the jaws were not stuck on tissue when the issue occurred. The issue was identified prior to touching tissue. There were no instrument collisions, no broken tips, no missing material, and no fragments fell inside the patient. The procedure was completed with another instrument with no patient injury.

Manufacturer narrative:
The force bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.0280¿ offset at the tips. This causes the jaws hard to open. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis.